Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level between 68 mg/dl and 500 mg/dl. The customer treated high blood glucose with manual injection and insulin pump. Customer's blood glucose value was 368 mg/dl at the time of the call. Customer declined to troubleshoot for high readings due to driving at the time of call.